Event description:
The customer reported that they noticed a leak between the mp1000c-0006 and the main line during an infusion of venofer. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No add'l info provided.

Manufacturer narrative:
(B)(4). The model/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. (B)(4). The 510k number provided is for the domestic similar product. Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.